Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the sticky control unit. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to water leakage. A root cause could not be identified for the unsecured joint. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to damage on the bending tube. Based on the results of the investigation, a root cause could not be identified for the detached rubber cover of the forceps channel port. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a sticky control unit; the joint section between the bending section and distal end was not secured, and the rubber cover of the forceps channel port was detached. There was no patient involvement.